Event description:
05/27//2022, hcp reported patient had molded pdo threads implanted on (B)(6) 2022. On (B)(6) 2022, the patient complained of pain around her mouth and external skin protrusion at the left lower chin. At a follow-up visit on (B)(6) 2022, hcp stated that the thread had broken and was moving superficially. Hcp removed the thread, prescribed antibiotics, and confirmed that the patient was doing well.